Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent treatment for celiac artery calcification where a 7x29 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was attempted to be used. It was reported that the physician was using a medtronic aptus tour guide 6.5f steerable sheath with a .035" guidewire (unknown manufacture) with an access point being the groin. There were multiple catheters and balloons going in and out in order to pre-dilate the calcified celiac artery. The physician then went in with the vbx device but was unable to reach the target treatment area due to the calcification. The vbx device was removed through the sheath and a balloon along with a stiff wire were re-introduced in order to open up the calcified area some more. The physician went back in with the vbx device up to the target treatment area and they noticed that the stent dislodged off the balloon. The vbx catheter balloon was removed from the patient and a small 2mm medtronic pta balloon was able to be inserted into the vbx stent that was still on the wire. They were able to balloon it up and pin it in the sheath. The physician was able to pull out the sheath with the vbx stent in it all together out of the patient. Nothing was left behind in the patient, the stent was not broken. The procedure was completed with a new 7x29 vbx device. It was reported there was no impact to the patient.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The delivery system was returned to gore for evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The cause for the stent dislodgment cannot be determined; however, the presence of the endoprosthesis returned partially lodged within the introducer sheath without the delivery system. Additionally, the entire stent was confirmed to be present upon manual removal from the sheath. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. B4: updated description of event. H6 codes: removed c21 under investigation findings. Removed d16 and added codes d15 and d1001 under investigations conclusions.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent treatment for celiac artery calcification where a 7x29 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was attempted to be used. It was reported that the physician was using a medtronic aptus tour guide 6.5f steerable sheath with a .035" guidewire (unknown manufacture) with an access point being the groin. There were multiple catheters and balloons going in and out in order to pre-dilate the calcified celiac artery. The physician then went in with the vbx device but was unable to reach the target treatment area due to the calcification. The vbx device was removed through the sheath and a balloon along with a stiff wire were re-introduced in order to open up the calcified area some more. The physician went back in with the vbx device up to the target treatment area and they noticed that the stent dislodged off the balloon. The vbx catheter balloon was removed from the patient and a small 2mm medtronic pta balloon was able to be inserted into the vbx stent that was still on the wire. They were able to balloon it up and pin it in the sheath. The physician was able to pull out the sheath with the vbx stent in it all together out of the patient. Nothing was left behind in the patient, the stent was not broken. The procedure was completed with a new 7x29 vbx device. It was reported there was no impact to the patient.